Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and landed on the pump causing the touch screen to become shattered. Customer is unable to see or interact with the pump touch screen due to the shattered screen. Customer's blood glucose was 350 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.